Event description:
It was reported that during preparation for an unspecified procedure, guide wire damage was noted. This amplatz super stiff guide wire was prepped for use as usual. During prep, it was noticed that the core wire of the device was protruding from the tip of the guide wire. The guide wire was not used. The procedure was completed with another amplatz super stiff guide wire. There were no reported patient complications.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)